Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative went to the site to test the equipment. It was noted that the system would be returned for analysis. Supplemental aro information is as follows: location of aro: (B)(6). Number of persons exposed: 60.

Event description:
Information was received regarding an imaging system that was used during a spinal fusion procedure. It was reported that during radiographic imaging there was a thus sound and an error was given. A second image was attempted with no issues. They went to open the door and the system read "rotor homing", however the door opened with no issue. The site was able to gather two successful images during the remainder of the case with no issues. There was no reported impact on patient outcome. There was a delay to the procedure of 2 minutes.

Manufacturer narrative:
The rotor optical switch was returned to the manufacturer for analysis. Analysis found during motion calibration process, intermittently home was not established because optical switch did not change state when interrupted. Faulty optical switch assembly. Analysis found that the reported event was related to a electrical issue.